Manufacturer narrative:
Medwatch report reference #: mw5060339. Device evaluated by MFR: unit returned with its original box. The unit returned has distal end damage and wire kinked, as part of overall visual revision. The device has the distal tip kinked and bent with the polymer peeled 1cm approx. Exposing the core wire and the core wire tip. Also it has the body kinked. All the outer diameter (ods) taken were according to specifications. Guidewire overall length couldn't be measured due to the device condition (distal tip detached). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via facility medwatch that a guidewire tip detachment occurred. The target lesions were located in the right peroneal, right popliteal, and superficial femoral arteries. A v-18 guidewire was advanced to the peroneal artery through a 0.014 non-bsc support catheter, but was unable to cross the lesion. A 300cm straight tip v-14¿ controlwire® was also advanced but would not cross the lesion. The tip of the v-14 wire became curly cued and the physician tried to get it straightened. However, a small fragment of the wire fractured during the intervention and moved down into a small collateral off of the anterior tibial artery. Attempts to retrieve the guidewire fragment using a 0.035 platform of a non-bsc support catheter was unsuccessful. The physician removed the remaining part of the wire and the tip of the wire was left in the collateral. The flow through the peroneal artery was not obstructed. Another non-bsc wire was attempted to cross but was also unable to cross the lesion. The decision was made to leave the fractured piece and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via facility medwatch that a guidewire tip detachment occurred. The target lesions were located in the right peroneal, right popliteal, and superficial femoral arteries. A v-18 guidewire was advanced to the peroneal artery through a 0.014 non-bsc support catheter, but was unable to cross the lesion. A 300cm straight tip v-14 controlwire as also advanced but would not cross the lesion. The tip of the v-14 wire became curly cued and the physician tried to get it straightened. However, a small fragment of the wire fractured during the intervention and moved down into a small collateral off of the anterior tibial artery. Attempts to retrieve the guidewire fragment using a 0.035 platform of a non-bsc support catheter was unsuccessful. The physician removed the remaining part of the wire and the tip of the wire was left in the collateral. The flow through the peroneal artery was not obstructed. Another non-bsc wire was attempted to cross but was also unable to cross the lesion. The decision was made to leave the fractured piece and the procedure was completed. No patient complications were reported.